Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with injections of 7 units of humalog. Customer went to hospital as he has a kidney transplant and had to get an infusion of anti-rejection drug for the transplant. Customer was not treated by the hospital during his visit. Customer stated that he went home treated and changed the site. Customer was offered to troubleshoot for the high blood glucose but declined and stated the pump is working perfectly.